Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the lead was returned in segments, analyzed and there was blood/body fluid on the outer tubing overlay. It was noted that the distal conductor was stretched, there was blood/body fluid on the distal conductor (not obstructed), the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. The lead was returned with the lobes distorted and dried blood on them also with dried blood under the overlay tubing. It isn't possible to test the lobes at this time because of the condition of the returned lead.

Event description:
It was reported that there was an infection. During extraction, the lobes would not retract on the left ventricular lead. A laser sheath had to be used for extraction. The lead was explanted, and has not been replaced. No further patient complications have been reported as a result of this event.